Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator (ICD) exhibited an unspecified radiofrequency (rf) telemetry issue. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.